Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/11/2018, that on (B)(6) 2018, a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2018. It was indicated that the sensor wire detached and was in the patient's arm. The patient stated the area was painful and had surgery done to remove the sensor wire with general anesthesia on 10/10/2018. At the time of contact, the patient was doing good; however, they stated a scar remained on the surgery site where the sensor was inserted. No additional patient or event information is available. Confirmation of the allegation was confirmed based on the reported successful surgical removal of the retained sensor wire on (B)(6) 2018. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.